Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "device stops intermittently" (device stops intermittently). A central sterile manager reports the footswitch was working intermittently, no reflux was available. This event did occur during a case. The footswitch was exchanged and the case was completed with no issues. No pt impact occurred and there was only a slight delay to change the footswitch.

Manufacturer narrative:
Although a sample has been returned, the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).